Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had already reached end of life (eol). Las device interrogation, which was a year ago, battery remaining showed 2 years. The magnet rate was at 90 pacing per minute. Boston scientific technical services (ts) explained that this meant that device had 1 year remaining even if the gauge showed 2 years. Ts further indicated that device will typically go to retry, which it did at elective replacement time (ert). The auto capture went 2 times last threshold with minimum of 3.5 volts and maximum of 5 volts. This could be the caused why the eol reached sooner than typical 3 months timeframe. The patient's family decided not to have a device change out as the patient had dementia. This device still remains in service. No adverse patient effects were reported.